Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin had an incorrect date. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated that the date on the insulin pump was ahead by one day. The customer also stated that the gain was greater than 3 minutes within 10 days and the gain was greater than 9 minutes within 30 days. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.